Event description:
It was reported that during a minimally invasive bunionectomy procedure the burr attachment was not locking the burr in place. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully using a different surgical technique: an ar-300 was used instead of the percutaneous technique. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.